Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, storage space failed and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the half drawer was failed due to obstruction. A field service engineer (fse) removed the obstruction, and the pharmacy had used the recover drawer function. Fse removed back panel removed all debris and secured connections as a preventive maintenance. The system functioned as intended after the field service engineer repaired the device.